Manufacturer narrative:
Citation: presbitero p et al. Transcatheter aortic valve implantation in bicuspid anatomy: procedural results with two different types of valves. Minerva cardioangiol. 2018 apr;66(2):129-135. Doi: 10.23736/s0026-4725.17.04531-5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes following transcatheter aortic valve implantation in patients with bicuspid aortic valves using two different types of transcatheter heart valves. All data were collected from two centers between september 2009 and march 2017. The study population included 30 patients (predominantly male; mean age 77 years), 14 of which were implanted with medtronic corevalve bioprosthetic valves and 2 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). It was noted that 23, 26, 29, 31, and 34 mm prosthesis sizes were used. Among all corevalve and evolut r patients, adverse events included: new permanent pacemaker implantation, second valve implantation due to ¿severe residual aortic insufficiency,¿ moderate-severe aortic paravalvular regurgitation, and decreased left ventricular ejection fraction. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.